Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the supplied 0.025" guidewire was noted partially inserted within the iabc central lumen through the iabc luer end; some section of the guidewire was noted unraveled near the iabc luer end. The one way valve was tethered to the short driveline tubing. The iabc bladder was loosely wrapped. The iabc central lumen was noted slightly bent at approximately 5cm and 31cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The guidewire broke and some section of the guidewire remained in the iabc central lumen during the attempt to remove the guidewire from the iabc central lumen. An attempt to remove the broken section of the guidewire using a lab inventory guidewire was unsuccessful; the broken section of the guidewire had remained stuck in the iabc central lumen. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to the broken section of the guidewire that remained stuck in the iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 3.8cm from the iabc distal tip, which is the potential location of the previously noted broken section of the guidewire that remained stuck in the iabc central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 71.7cm from the iabc luer, which is the location of the previous-ly noted broken section of the guidewire that remained stuck in the iabc central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "central lumen of the middle section of the catheter became bent, the guidewire cannot pass through" is confirmed. The iabc central lumen was noted slightly bent and the guidewire was noted unraveled upon receipt of the sample. During the investigation, the guide-wire was unable to be fully removed and remained stuck in the iabc central lumen. It could not be confidently determined that what caused the guidewire t became stuck in the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen and damaged/stuck guidewire. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the central lumen of the middle section of the catheter became bent, the guidewire cannot pass through, resulting in the failure of the implantation". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the central lumen of the middle section of the catheter became bent, the guidewire cannot pass through, resulting in the failure of the implantation". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).